Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant medical products: 7120 competitor implantable tachy lead 2011-(B)(4); 4196 implantable pacing lead 2011-(B)(6). (B)(4).

Event description:
It was reported that the device was suspected for early battery depletion. The device was explanted and replaced. No patient complic ations have been reported as a result of this event.